Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached and had environmental stress cracking (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
The patient reported being shocked "like 48 times" and that there was a malfunction. The patient felt dizzy and lightheaded, along with shortness of breath and chest pain. There was oversensing leading to no capture and the patient's heart rate would drop into the teens. The lead was explanted and replaced. A week after surgery, the patient was readmitted due to deep venous thrombosis and blood clots. No further patient complications have been reported as a result of this event.